Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 564 mg/dl. The customer stated they are having quite a bit of a problem with her revel. When she goes to fill her reservoir, she usually pushes plunger through it a couple times to make sure it is ok, then draws insulin that she needs. Once she hooks it up to the tubing and infusion set, goes to unscrew the plunger. The last 3 times it has not unscrewed. It is suck in there. Brings the plunger up towards the top and holds it with the other hand, then is left with a reservoir. The customer declined to troubleshoot for high blood glucose level. The product will be replaced. The product will not be returned for analysis.